Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right popliteal artery. A supera stent was successfully deployed. An attempt was made to deploy a 6.5x40mm supera stent, but after advancement to the lesion, the stent would not release from the stent delivery system. The stent was ratcheted out completely, and the second lock was unlocked, but the stent would not eject from the stent delivery system. The entire system, including the stent, was removed without incident. A new same-sized supera was then implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.